Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of hair found in packaging.

Event description:
It was reported to boston scientific corporation that a hair was found in the radial jaw 4 standard capacity biopsy forceps packaging on (B)(6) 2024. During unpacking, a hair appears to be caught in the crimped part of the packaging. The packaging has not been opened. It is unclear whether the sterility was compromised or not. There was no patient involved in this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of hair found in packaging. Block h11: the returned radial jaw 4 sc biopsy forceps was analyzed, and a visual inspection observed the pouch had a foreign material caught in the crimped part of the packaging. The pouch was unopen. The reported event of packaging foreign matter was confirmed. Based on all available information, the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a hair was found in the radial jaw 4 standard capacity biopsy forceps packaging on (B)(6) 2024. During unpacking, a hair appears to be caught in the crimped part of the packaging. The packaging has not been opened. It is unclear whether the sterility was compromised or not. There was no patient involved in this event.